Manufacturer narrative:
(B)(4). This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A cd of images from the procedure, as well as patient demographic information was received on (B)(6) 2015. Evaluation of the images on the cd found that the images were consistent with the reported event but did not document the event (guidewire lock-up) itself in a manner that would independently confirm the complaint.

Event description:
A lesion in the left popliteal artery was canulated and ballooned with the rapidcross at normal pressures. When the balloon was being removed it was noted that the balloon shaft material was stretching and the balloon was sticking on the .014 wire. The rapidcross balloon had to be cut/shred off the wire. No complication was noted for the patient.

Manufacturer narrative:
A review of the manufacture records for this device was conducted. Additional information has been requested. Should it become available a supplemental report will be submitted. Evaluation of the returned device found the rx section was not received and the rx port was missing.